Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. During valve alignment, the valve appeared to be slightly larger in diameter that normal when the delivery system was pulled back to the second marker. It was also reported that the valve was slightly misaligned with the pusher. Following the successful deployment of the valve, the delivery system and esheath were removed. Upon removal, the distal tip of the sheath was reported to be split. The devices were able to be removed without injury to the patient. The valve remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted as information regarding risk management documentation was inadvertently left out of the MDR. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
Update to d9 (device availability), h3 (device returned to manufacturer), h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 14f esheath+ was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photos were provided. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The lot history was reviewed, and no other reported events were related to this code. The esheath+ IFU, preparation manual, and procedural manual were reviewed for instructions and guidance. The procedural manual provides guidance on sheath removal. Remove the suture securing the sheath and remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal includes: some curvature of the sheath may be present, ripples along the seam are normal and an open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torqueing and do not re-advance or reinsert the sheath at any time. Proceed with vascular closure as per standard of care. No IFU or training deficiencies were identified. The complaints for sheath distal tip split was unable to be confirmed from the procedural imagery. However, as no device was returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance could be identified that may have contributed to the complaint event. Review of the DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were noted during device preparation. Per complaint details, 'during valve alignment it was noted that the valve appeared slightly larger in diameter than normal when the catheter was pulled back to the second white marker. It was also noted that the valve was slightly misaligned with the pusher. The valve was able to be successfully deployed. During removal of the delivery system it was noted that the esheath had split at the distal tip'. It is possible that the delivery system inflation balloon may have not been fully deflated prior to withdrawal. Per the training manual, 'ensure the balloon is completely deflated'. Incomplete deflation can lead to the balloon to have a larger profile that can catch onto the sheath during removal and cause the distal tip to split. In this case, as insufficient information was provided, a conclusive root cause is unable to be determined at this time. However, per report procedural factors (delivery system balloon not fully deflated upon removal) may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time. H3 other text : device was not returned for evaluation.